Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was found in the closet, constantly alarming when plugged in. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to investigate the issue. In order to resolve the issue, the fse replaced the power management board. The unit passed all calibration, functional and safety tests performed, and was cleared for clinical use. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received pcba, cardiosave rohs power management, with a reported unit failure of a constant high pitch alarm when plugged into wall. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. Tested the board for 30 minutes with no issues arising. Fat was not able to verify the reported failure.

Manufacturer narrative:
The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received pcb, power management, rohs board from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier tested the board. Results of tests is good, and no abnormalities was detected. Board was ndf, no defect found. The supplier could not verify the failure of unit had a constant high pitch alarm when plugged into the wall. The board passed testing. The failure analysis and testing dept. Installed pcb, power management, rohs into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has constant alarms when plugged in.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).